Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The field service engineer cleaned and decontaminated the wash station, cleaned the dilution cup, and cleaned nozzles. Ise checks passed successfully. Calibration and controls were acceptable. Calibration and controls were acceptable. A review of alarm trace data did not show any relevant alarms. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the sodium electrode on a cobas pro ise analytical unit. The initial sample results were questioned by a nurse because they were critically low and not consistent with the medical history of the patients. The samples were repeated on a second analyzer and the repeat values were deemed correct. Corrected reports were issued. The first sample initially resulted in a sodium value of 115.6 mmol/l and it repeated as 138.4 mmol/l. The second sample initially resulted in a sodium value of 120.2 mmol/l and it repeated as 128.1 mmol/l.